Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. It was reported that a 10-year-old male child patient's infusion set's tubing was detached from the connector on (B)(6) 2022 and (B)(6) 2022. The issue occurred with two similar type of infusion sets used for one day for first event and 12 hours for second event. The blood glucose level at the time of event ranged between 300-400 mg/dl. They replaced the infusion set and insulin was resumed successfully. No further information was available.